Manufacturer narrative:
Evaluation summary: the outer insulation of the lead was extrinsically breached due to a cut, there was blood on the proximal conductor of the lead and it was not obstructed, and visual summary analysis of the lead indicated damage at implant; full lead returned and analyzed.

Manufacturer narrative:
.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds within 3 days after implant. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.